Event description:
A report was received that the patient was experiencing pain around the stimulator site and spinal cord stimulator dysfunction. The patient had several non-device related fall and patient might have fallen on the stimulator. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain around the stimulator site and spinal cord stimulator dysfunction. The patient had several non-device related fall and patient might have fallen on the stimulator. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was also reported that the device was not accepting a charge. Device malfunction was suspected but they were not sure what had caused it. It might be due to the magnetic resonance imaging (MRI) but the physician was not certain. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.